Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was downloaded to carelink pro properly and all boluses delivered were found at the carelink report. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 47 mg/dl. Troubleshooting assisted customer with uploading to carelink. There was no further information provided by the customer or troubleshooting and customer declined low blood glucose troubleshooting.